Manufacturer narrative:
A medtronic representative went to the site and found the broken panel has no affect on operation. He replaced the door cover/panel and this resolved the issue. System tested fully functional after replacement and motion calibrations were performed. Reported issue was confirmed. The side wall door failed visual inspection. Physical damage. One end of the cover has broken, missing pieces.

Event description:
A medtronic representative reported that the site ran the system into the wall damaging the covers. The gantry will not longer close and is in the open position. This caused the o-arm to be unusable for the spine surgery. No harm to the patient and minimal delay of less than an hour.